Event description:
Reportedly, during a mononuclear cell collection (mnc), a leak was found in the tube connecting to the mnc bag. During manipulation, blood exited the set and sprayed into the eye of the operator. The operator consulted medical advice. Blood tests were taken for serology (hbsv et al). Results pending.

Manufacturer narrative:
(B)(4). This report is being filed due to the potential for serious injury from a blood splatter to the eye (mucous membrane exposure). It is anticipated that the tubing set will be returned to the manufacturer. At that time an analysis of the tubing set will be performed and a follow-up report will be filed.